Manufacturer narrative:
This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. Note: this same event was also reported in manufacturer report number 1628664-2018-01908 against a second suspect medical device. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive havab igg result on the architect i2000sr analyzer. The following data was provided (s/co): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The suspect medical device was updated to the ln 03m74-95, sn (B)(4) architect analyzer and all further information and evaluation will be provided in manufacturer report 1628664-2018-01908.